Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39-40 mg/dl. Low bg cause was not known. Customer drank juice to address low bg. The pump history was reviewed and the pump was confirmed to have worked as intended during this event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.